Event description:
It was reported that the patient¿s atrial lead exhibited noise over sensing resulting in auto mode switch. No intervention or procedure was performed. The patient had no consequences.